Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: 5.5, lab: >8.0. Caller alleged imprecision with inratio results. Results as follows: first test inr = 5.5, second test inr= 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 5.5, lab: >8.0, mean: n/a, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Both lab and inratio values greater than 5.0 inr. The comparison was not considered inaccurate. No further testing required. Inratio precision data provided by end-user lot 070070: first test inr = 5.5, second test inr = 2.5, mean=4; sd=2.12; %cv=53%. The %cv greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.